Manufacturer narrative:
Cylinders had a were leak.

Event description:
Additional information received on 4/24/97 indicates the hydroflex deviec was removed from the patient and a dynaflex device implanted on 4/21/97 due to fluid loss.